Event description:
It was reported that revision surgery was performed due to stiffness. It was reported that the pt did not do the appropriate rehabilitation.

Manufacturer narrative:
The returned insert showed the typical wear features of burnishing and mild abrasive wear. The wear patterns observed on the retrieved insert were similar to those seen on other retrieved inserts that were reported to be well performing.